Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were observed via diagnostic imaging. High hv impedance was also noted. The lead was capped and replaced.